Event description:
Boston scientific received information that this patient had severe tricuspid regurgitation and this right ventricular lead was placed on the apex. The lead was reported to have high thresholds and impedances (values were not provided). It was thought that the lead had perforated the patient's anatomy prior to the helix extension. The lead was then repositioned close to the initial position and upon extending the helix the patient's blood pressure dropped acutely. An echocardiogram was performed and cardiac tamponade was present. The fluid was immediately tapped and the patient was stabilized. The lead remains implanted with stable lead values. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.